Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator experiencing a u-02 error, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the u-02 error and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the vio iesu involved with this complaint to perform failure analysis. Failure analysis (fa) confirmed the u-02 error present in the error logs and reproduced the error. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding the vio iesu experiencing a u-02 error was confirmed based on the field evaluation and failure analysis investigation, which indicates that the device did contribute to the customer reported issue. No image or video clip for the reported event was submitted to isi for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer when the customer called for assistance. Investigation revealed error u-02 that may have been related to the system complaint. Additional log reviews confirmed that system sk4197 was used on (B)(6) 2022 for a radical extraperitoneal prostatectomy with lymphadenectomy procedure. The probable root cause is attributed to component failure. This is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit (iesu) became unavailable after the start of the procedure due to a u-02 error. Failure analysis confirmed component failure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the customer called after the procedure was completed to state the erbe generator experienced a u-02 error. Prior to calling in to the intuitive surgical, inc. (Isi) technical support engineer (tse), the site power cycled the erbe generator, and the issue had seemed to resolve, but then the error reappeared. The tse confirmed the u-02 error in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.